Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope was reprocessed with oer-6 whose water filter was not replaced at the recommended replacement time was used for the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the reported event occurred because the customer did not replace the water filter in accordance with the instructions for use. However, a final root cause of the event was unable to be identified as the device was not returned. The phenomenon may have been prevented by following the description in the instruction manual which states; per the instruction manual of oer-6 step 7.3 replacing the water filter- ¿replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed.¿ caution ¿replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing." Olympus will continue to monitor field performance for this device.